Event description:
It was reported that this patient contacted boston scientific technical services regarding a letter from their primary clinic that their remote communicator was not connected. The patient stated that they unplugged the communicator a few months ago in frustration because their primary clinic did not contact them regarding five shocks that had been received. Upon device data review, it was determined that these shocks were delivered inappropriately as a result of rapidly conducted atrial fibrillation (afib). Technical services convinced the patient to reconnect the communicator and contact their clinic for advice. The physician elected to reprogram the device and continue with normal follow ups to resolve the event. The device remains implanted and in service. The patient was stable with no additional adverse consequences.